Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure it was noted that there was insulation breach on the right atrial lead. The lead was capped on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Concomitant medical products: sp02, sp22363 and 1456q/86, dcc015447 should have been documented with the initial report.